Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok keypad button required multiple button presses to elicit a response. It was also noted that the keypad cover was peeling off. Reportedly, the tactile changes to the ok keypad button occurred prior to the damage to the keypad cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: the keypad cover was found to be completely peeled off of the pump. During testing, the up arrow and contrast keypad buttons were unresponsive; the ok button was intermittently unresponsive. The down arrow keypad button responded appropriately to button presses. The up arrow and ok button contacts were found to be inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, evaluation revealed a cracked battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.